Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the event occurred when the charged coupled device unit was damaged due to physical stress applied to the insertion part while the user was handling it. During user handling, the forceps channel leaked and flooded inside the device. As a result, an abnormality occurred in the electronics. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had error on all three towers, error code 30. The issue was found during preparation for use. The procedure (bronchoscopy) was completed using a similar device and was not delayed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation findings include the following: huge leak from biopsy port, plastic distal end cover failed insulation test, distal end plastic cover dent near biopsy opening, rubber glue peeling, image code- b30 error, switch not check due to b30 error, insertion tube squashed, control body biopsy port was loose and open condition, light guide tube was rippled/ wrinkled/ squashed, scope connector deep dents, electrical connector dented and scratched near golden pin, angulation is out of standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.